Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a total knee replacement procedure on (B)(6)2010. During the procedure, the surgeon found that the needle had already been broken at the tip when the surgeon attempted to insert the needle into the tissue. There was no adverse consequence to the pt.